Event description:
It was reported that at the end of the procedure for endoscopic retrograde cholangiopancreatography (ercp), the distal cover of the videoscope fell off when taking the videoscope out. Additional information received that the videoscope scope was reinserted to confirm that the distal cover was not left in stomach of patient. The distal cover was then recovered off the patient¿s tooth. The procedure was then completed with the same device. There were no further reports of patient harm. The reports of the following patient identifiers are linked: (B)(6).

Event description:
No additional information was received from the customer. Correction to d4 - primary UDI number: this supplemental report is being submitted to provide a correction to primary UDI number which was inadvertently marked as (B)(4) instead of ni.